Event description:
It was reported that a patient underwent laparoscopic procedure on the kidney and adrenal gland on (B)(6) 2022 and suture clips were used. The clip could not close on the suture. Another device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were you able to lock the clip closed on the suture? If yes after it closed, the clip could not close the suture. No further information will be available. The following information was requested, but unavailable: what suture size was used? When the event occurred, was the suture placed near the hinge of the clip? Was the clip holding securely fixed on the suture? Was the applier checked for damage (jaws straight and aligned)? If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? What is the lot number? Event related to mw#: 2210968-2022-06108. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 09/09/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date, there is no device returning for this report. If further details are received at a later date a supplemental medwatch will be sent.